Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. Additionally, loss of capture (loc) was observed, however, no asystole occurred. A routine device replacement procedure was performed. The lv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.